Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the central peg of the univers vaultlock¿ glenoid trial, small had cracked. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated use during the insertion and/or removal process in the field. Manufacturing date 2023.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/22/2025, it was reported by a sales representative via (B)(4) that an ar-9236-01pp glenoid trial is cracked. This occurred during use in a case with no patient effect.